Manufacturer narrative:
Device label code for f10. Position 2: 1701. Underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.

Event description:
There was very low augmented pressure during iabp; however, the balloon was completely inflating.